Event description:
It was reported that the event occurred while in the intensive care unit during use. The intra-aortic balloon (iab) was inserted through a non-teleflex sheath via femoral artery without issue. While adjusting the position of the iab, after pumping was initiated, there was an air leak from the shaft. The point of leakage (15-20 cm from the proximal end of the shaft) was outside the patient's body and was found by the sound of air coming out from the shaft. As a result, the iab was removed. A new kit was opened and inserted via the same insertion without issue. Intra-aortic balloon pump (iabp) therapy continued as planned successfully. There was no report of patient death, complications or injury. No medical/surgical intervention was required. There was a delay or interruption noted long enough to insert a new iab with no harm to the patient. The patient outcome is good.

Manufacturer narrative:
(B)(4).